Event description:
Procedure: ileal conduit construction. According to the reporter: the instrument did not appear to fire staples as it should, resulting in incomplete anastomosis. The rectal stump was sutured closed and ileostomy was created. The patient will need to revisit the theatre again. The patient status was reported as well.

Manufacturer narrative:
(B)(4).